Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.

Event description:
The balloon inflated past the distal marker band causing a small dissection to the vessel. The report received indicated that during post-dilation of a 2.5mm stent, the distal marker band on the balloon was aligned with the distal end of the stent. During inflation, it was observed, under angiography, that the balloon inflated past the distal marker band and caused a small dissection to the vessel. Consequently, to treat the dissection the physician implanted a second stent, just distal to the first stent.